Event description:
The hospital reported that during bypass the perfusionist experienced failure to achieve gas transfer with the venous saturation using the affinity oxygenator. The unit was changed out without any pt compromise.